Manufacturer narrative:
(B)(4), date sent: 11/8/2022. Additional information was requested and the following was obtained: please confirm: did any part of the broken pouch fall into the patient? No if so, was the part retrieved? If a part broke off of pouch, is the part and the rest of the device being sent back for analysis? No. Or was the torn portion disposed of? Yes. Were there any patient consequences? If yes, please describe. Delay of or time to get another bag. Please confirm the date of the event and procedure, is missing the day . No specific day given, surgeon just complained saying last 3 bogs she used broke over the last couple weeks. No change in her technique or trocar size. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. H10. Response received to requested information.

Manufacturer narrative:
(B)(4). Date of event: unknown, assumed 1st day of month that complaint was reported. Batch # unk. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: did any part of the broken pouch fall into the patient? No if so, was the part retrieved? If a part broke off of pouch, is the part and the rest of the device being sent back for analysis? No or was the torn portion disposed of? Yes were there any patient consequences? If yes, please describe. Delay of or time to get another bag please confirm the date of the event and procedure, is missing the day . No specific day given, surgeon just complained saying last 3 bags she used broke over the last couple weeks. No change in her technique or trocar size.

Event description:
It was reported that during an unknown procedure, the pouch broke upon specimen removal. No patient consequence.